Event description:
It was reported that the hand piece for battery power driver is not working. Tried changing batteries out and blades are not spinning. The issue was observed during pre-surgery. No juries, no delays. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: service and repair evaluation: the customer reported that device is not working. Tried changing batteries out and blades are not spinning. The repair technician reported that cracked contact plate, damaged vent, cosmetics test failed, motor run low in fast forward and reverse condition, rust on motor and debris on barriers . The cause of the issue is improper maintenance . The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H6: service history record (shr) review: the previous service event for part number 05.000.008 with lot number(s) 005182 has been reviewed. The customer called in a service request for this item on (B)(6) 2025 for tried changing batteries out and blades are not spinning. The item was previously returned for service on (B)(6) 2013 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of tried changing batteries out and blades are not spinning. The manufacture date of this item is (B)(6) 2013. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.